Event description:
It was reported that a malfunction occurred with the pump, with no notable events happening before the issue. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.